Manufacturer narrative:
(B)(6). Device evaluated by MFR: a 3.50 x 16mm synergy xd stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found a kink/ fracture 352mm proximal to the distal tip, with both sections being held together by the core wire. Examination of the hub and strain relief via scope did not identify any issues. The device was loaded onto a 0.0140 inch guidewire without issue and then attached to encore inflation device. An attempt was then made to inflate the balloon to 16atm, however, pressure was unable to maintain above 2atm as inflation liquid was observed leaking from the kink/ fracture site in the lasercut section of the shaft. The encore device was verified before and after the procedure. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18 nov 2020. It was reported that shaft damage and failure to inflate a balloon occurred. While inserting a 3.50 x 16mm synergy xd stent into the guide catheter, the shaft kinked. The device was delivered to the lesion as it was, but inflation could not be performed. The device was removed from the patient and usage was discontinued. It was observed that the damage had occurred at the proximal part of the wire port. The procedure was completed with a different device. No patient complications resulted in relation to this event. However, the device returned and analysis revealed a shaft break.